Event description:
It was reported that the patient had inappropriate shocks due to a fast atrial fibrillation with a rate greater than 200bpm. The patient was hunting at the time of the event. The rate enters the conditional shock zone and there are parts of the episode where there is undersensing via a wide intrinsic complex. The first shock put the patient into a ventricular fibrillation. The next shock converts the patient. The device sensing vector was set to the secondary vector at the time of the shock. Also, the high energy shock impedance was 140 ohms. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to a fast atrial fibrillation with a rate greater than 200bpm. The patient was hunting at the time of the event. The rate enters the conditional shock zone and there are parts of the episode where there is undersensing via a wide intrinsic complex. The first shock put the patient into a ventricular fibrillation. The next shock converts the patient. The device sensing vector was set to the secondary vector at the time of the shock. Also, the high energy shock impedance was 140 ohms. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060110. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.